Manufacturer narrative:
Analysis description: final analysis confirmed the reported complaint of backup operation. The backup mode was due to code corruption that may have been caused by electromagnetic interference.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, the pulse generator was unable to be interrogated and exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.